Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
See MDR#: 9680794-2012-00007, and 00008 for the first and second events involving the same pt. It was reported that in the anesthesia, when the md was about to use the needle in the pt's jugular vein, he found the hub of the needle was broken. A total of three kits were involved having the broken needle hub issue. A fourth kit was opened and successfully used to complete the procedure. A delay was reported, however, there was no death or harmful complications as a result of this occurrence.